Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was depleting earlier than expected. The device was scheduled for replacement.